Event description:
Info received indicates the left head castor brake is binding and will not unlock from brake.

Manufacturer narrative:
The technician adjusted the brake mechanism to repair the bed.